Manufacturer narrative:
Additional info received: {"gastrointestinal bleeding (gi) has currently stopped and hemoglobin is stable." "Renal function was worsened while gastrointestinal bleeding and it has required adjustment in the diuretic and hydration treatment." It was stated that event had no relation to pump only to anticoagulant therapy." Patient continues to be hospitalized.} event remains reportable and the new information does not change reportability. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: outlines guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported gi bleed; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the vad coordinator that on "(B)(6) 2015 the patient was admitted with anemia, gastrointestinal bleeding with melena, and worsening renal function." On "(B)(6) 2015 the patient was optimized by transfusion and change of anticoagulation therapy." It was noted that from "(B)(6) 2015 patient had an enteroscopy, capsule endoscopy, gastroscopy and angio CT performed which showed angiodysplasia (without active bleeding)." "During this period no external bleeding was observed but patient continued to require transfusion due to progressive anemia." "Patient developed new external bleeding (rectal) which was observed." "Gastroscopy and colonoscopy were done and showed erosion in the esophageal mucosa, and it was treated with adrenaline (topically)." "From (B)(6) 2015 patient had no external bleeding but with progressive anemia requiring transfusion." "(B)(6) 2015 patient "started bleeding with melena." "Capsule endoscopy was done, and showed angiodysplasia without active bleeding." "From (B)(6) 2015 patient had "no signs of external bleeding, hemoglobin level maintained stable." "Patient remains in good condition with no signs of bleeding on low molecular weight heparin treatment and aspirin." "It was stated that the "patient remains in the hospital." No additional information provided. Investigation is ongoing.